Event description:
Information was received that reported a pt experienced hyperglycemia. Allegedly the pt sought hosp treatment for high blood glucose. The patient was released after treatment. The device should be returned for evaluation; to ensure that is functioning correctly and did not contribute to the reported incidence, but at the time of this report had not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.